Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Olympus reviewed a literature titled ¿comparison of the effectiveness and safety of ercp in patients with choledocholithiasis at different ages¿. Literature summary. Background and objective: endoscopic retrograde cholangiopancreatography (ercp) is an important tool for the diagnosis and treatment of pancreaticobiliary diseases. Complications associated with ercp in the elderly due to comorbidities may be more than in non-elderly individuals. Given the lack of studies and diversity of results in studies, the aim of this study was to compare the results of ercp in elderly and non-elderly individuals. Methods: in this cross-sectional study, the findings related to 774 patients with common bile duct stones (choledocholithiasis) who underwent ercp at rouhani hospital in babol from 2011 to 2021 were collected. Demographic information and outcomes were examined and compared in three age groups in terms of treatment success, complications, and risk factors: over 80 years, under 65 years, and 66-79 years. Findings: the mean age of the patients was 62.02±13.46 years. In this study, 51.6% of the patients were under 65 years of age and 17.4% were over 80 years of age. 5.9% of the procedures were unsuccessful. Older age was associated with an increased chance of failure in the ercp procedure for the removal of common bile duct stones. Furthermore, the presence of periampullary diverticulum as an independent variable could predict failure in the ercp procedure. In patients of the same age and over 80 years of age, acute cholangitis (p=0.004) and periampullary diverticulum (p<0.001) were significantly more common than in other age groups. Conclusion: the results of the study showed that diverticula and older age, especially age over 80 years, are effective factors in ercp failure. The results of this study showed that periampullary diverticula and older age, especially age over 80 years, should be considered as risk factors for ercp failure. Type of adverse events/number of patients event 1 : bleeding n=9. Event 2 : organ failure n=1. Event 3 : infection n=1.

Event description:
No additional information submitted by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. This event was initially reported without identified use or device problem. Based on the results of the investigation, and since there was no allegation of device malfunction during intake, the investigation found no definitive root cause of the reported issue. Olympus will continue to monitor field performance for this device.